Manufacturer narrative:
The pump seats immediately due to dried insulin causing the motor slide to get stuck to the motor slide seal. No reservoir alarm caused by motor not being able to move due to dried insulin. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to stuck motor. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarm low reservoir without any reason. The customer's blood glucose value was unknown. The insulin pump returned for analysis.